Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. Additionally, the cable connecting ECG c to ECG d and the cable connecting the distribution node (dn) to the rear therapy electrode were pulled from the strain relief. The root cause for the open pulse wire and strained cables was excessive force on the cable. No adverse event resulted from the open pulse wire or strained cables.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable.